Manufacturer narrative:
The heartstart mrx device was sent to philips for evaluation where the event summary for (B)(6) 2015 was extracted. The event summary was then reviewed by a philips clinical product specialist. It was confirmed that mrx ECG signal went to dashed lines several times throughout the event. There was no evidence in the event showing that the mrx was not functioning normally. The heartstart mrx device was sent to the repair bench for a thorough evaluation. No accessories (therapy cable, ECG cable, ac module, or battery) were sent with the device. While at the repair bench, the bench technician tested the device extensively to verify the performance of all subsystems, including the ECG and therapy port. The device was put on an ECG simulator for several hours. During this time, the ECG signal was never lost. There were also no faults found related to defibrillator functionality. Both the therapy port and ECG port were inspected and found to be in good condition. The loss of the ECG signal during the event is not indicative of the device malfunctioning. Outside factors such as electrode placement, electrode gel, patient¿s skin preparation, connection quality of the ECG cable to electrode, or patient movement can all impact the quality of the ECG signal. Also, without knowing the age or condition of the ECG cable, there is not enough information to determine impact on the loss of the ECG signal. Despite brief losses of the signal, the philips clinical product specialist determined the ECG was readable. The device passed all safety and operational tests. The device passed all performance assurance tests and was returned to the customer. There is no information to support that a malfunction occurred. Updated with corrected serial number: (B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator ECG signal failed during intervention. During the first ten seconds, the 3 lead ECG was fine then only a dashed line was visible. The patient started cardiac arrest and the customer tried to use pads to shock the patient. During defibrillation, the ECG complex was only visible for ten seconds. Another device was used to treat the patient, however, the patient died.